Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1994. A review of the device history record was performed. Upon performing this review, no issue was found that could be related to the reported event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1994. The device was returned to baxter healthcare for further investigation. A review of the event history log identified a check patient line, low uf, low drain/low drain volume and battery failed alarm. The results of the sample analysis revealed that during visual inspection found no backlights. The power on self-test cannot be completed due to low battery indication. The one hour therapy was completed without error or alarm. The device was serviced and subsequently passed all tests. A review of the device history revealed no nonconformities, failures, rework or deviations during the manufacturing process that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. The cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy with a homechoice (hc) device, developed a hernia. It was not reported whether the pt was hospitalized for the event. The cause and the location of the hernia was not reported. Treatment and the pt¿s outcome was not reported. No further information was provided. Additional information was requested but is not available.